Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive had an unspecified malfunction. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device triggers were sticking and the device failed tool coupling test as the gage would not attach. It was further noted that the bearing has seized and was worn, and the coupling head was worn. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.